Manufacturer narrative:
The pump was received with intermittent button response due to act, up arrow, and down arrow button were flat button dome. The j2 connector was inspected and locked on lcd board. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer's blood glucose level had been as high as 429mg/dl. The customer states they attempted to treat and calibrate their sensor. The customer treated with bolus. The customer declined to troubleshoot for the highs. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.